Manufacturer narrative:
As reported, the optifix straight fixation device fasteners failed to adequately fixate and broken fasteners were deployed. The subject device is not available for return. Based on the available information and without having the sample available for evaluation, we are unable to determine a root cause for the reported event. Review of manufacturing records indicate product was manufactured to specification. The instructions-for-use (IFU) supplied with the device states, "the optifix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity.." This MDR represents the bard/davol optifix straight (device #2). An additional MDR was submitted to represent the bard/davol optifix straight (device #1). Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a bilateral totally extraperitoneal (tep) procedure on (B)(6) 2021, the bard/davol optifix straight fixation device (device #1) was used to fixate a bard mesh (bard flat mesh). The surgeon applied counter-pressure with the contra-lateral hand during attempted fixation and deployed the first fastener; the device did not provide adequate fixation to tissue. As reported, fixation was applied medially (not into the bone). As reported, the fasteners continued to break when fired and failed on deployment outside of the patient on the surgeon's tray. As reported, some small fragments were left behind in the patient's body. The surgeon used a second bard/davol optifix fixation device (device #2) and the same issue occurred; the procedure was completed without the use of fasteners. The surgeon is an experienced user of the device. There was no reported patient injury.